Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the patient received a replacement controller and saw a "no device found - screen 16" on it. They were not able to connect to check their settings. It was determined that the patient only had the battery pack plugged in for a short while before they tried to use it. It was also noted the patient had started the pairing process but it didn't appear to have completed. It was also reported that the patient had suddenly stopped feeling stimulation and had a return of pain around (B)(6) 2018. It was also noted that the patient's controller was stolen, so they had not been able to recharge their ins since around (B)(6) 2018. It was reviewed that the patient should fully charge the battery pack and to then try connecting / pairing with the ins, and then charge the ins. It was requested to have the patient provide an update after trying these steps. No further complications were reported or anticipated.